Event description:
The user's hearing performance with the device is affected after a trauma. In situ testing showed affected channels the user is suffering from a temporal bone fracture, the user is bilaterally implanted and hearing performance on both sides is affected by the trauma. Expert measurements are scheduled for (B)(6).2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is not considered for now.

Event description:
The user's hearing performance with the device is affected after a trauma. The user suffered a temporal bone fracture. The user is bilaterally implanted and hearing performance on both sides is affected by the trauma. As per new information the user's hearing is quite good so the re-implantation on this side has been postponed.